Event description:
It was reported that the user experienced intermittent signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with the ilet displaying high once reconnected, consistent with an intermittent communication failure involving the device¿s electrical/antenna component. The user experienced a glucose peak of 401 mg/dl with no associated clinical symptoms reported. Outcomes included a delay to treatment or therapy. User support included communication with the reporter and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and the cgm, consistent with intermittent communication failure and implicating the antenna/electrical component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.